Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pouch infection about a month after system implant. The patient¿s incision was red, swollen and there was obvious exudation. The system was explanted. The patient was stable after the procedure.